Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. This is a known issue and is associated with a formal investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated. The clinician could not get the programming wand to light and there were no tones with magnet as the device¿s battery was dead. It was noted that the patient is new to this clinic and that the patient had told the clinician that they have not had their device checked in a few years. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included but returned product investigation found the device did not perform as described. The device is no longer included. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.